Event description:
It was reported that this right ventricular (rv) defibrillator lead exhibited high out of range shock impedance measurements, greater than 125 ohms. Technical services (ts) discussed troubleshooting options and further testing. No adverse patient effects were reported. The lead remains in service.